Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5, miscarriage and vaginal bleeding (since last vaginal delivery). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomy/cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 264 lbs. Insertion details: essure coil of the left tubal ostium. Coil was placed and approximately 3 coils were visualized in the endometrial cavity after detaching the inserter. Finally, after respecting the uterine cavity I then cannulated the right lateral tubal ostium opening that appeared to be preinstalling. Approximately 2 coils were evident protruding into the endometrial cavity after this was performed. Surgical pathology report: secretory phase endometrium with mild superficial adenomyosis. Mild chronic endocervicitis with squamous metaplasia. Metallic synthetic devices within the fundus of the uterus and fallopian tubes. Fallopian tube, left, excision. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: essure coils were partially in the uterine cornu and identified at the periphery of the uterus. Imaging procedure - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain and alopecia". Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5, miscarriage and vaginal bleeding (since last vaginal delivery). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), infection ("infection (other)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomy/cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Insertion details: essure coil of the left tubal ostium. Coil was placed and approximately 3 coils were visualized in the endometrial cavity after detaching the inserter. Finally, after respecting the uterine cavity I then cannulated the right lateral tubal ostium opening that appeared to be preinstalling. Approximately 2 coils were evident protruding into the endometrial cavity after this was performed. Surgical pathology report: secretory phase endometrium with mild superficial adenomyosis. Mild chronic endocervicitis with squamous metaplasia. Metallic synthetic devices within the fundus of the uterus and fallopian tubes. Fallopian tube, left, excision. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: essure coils were partially in the uterine cornu and identified at the periphery of the uterus.. Imaging procedure - on an unknown date: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain and alopecia". Most recent follow-up information incorporated above includes: on 25-aug-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to event "abnormal bleeding (vaginal, menorrhagia), infection (other), bladder or urinary problems or changes, migraines/headaches, nausea, dental problems, dyspareunia, pain, weight loss, and hair loss. This case was medically confirmed. Patient demographics, medical history, lab data, essure lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5, miscarriage, vaginal bleeding (since last vaginal delivery), morbid obesity, hair loss, recurrent urinary tract infection, urinary frequency, low back pain, nausea, cholecystectomy, depression, pelvic pain, painful intercourse, obesity, uterine bleeding, adenomyosis, endocervicitis and uterine cervical squamous metaplasia. Previously administered products included for an unreported indication: diclofenac sodium, gabapentin, tramadol., paxil, acetaminophen and hydroxyzine hcl tablets. Concomitant products included diclofenac, gabapentin (gabapentine), intrauterine contraceptive device (iud nos) from (B)(6) 2006 to (B)(6) 2006, ketorolac tromethamine since (B)(6) 2011 and paroxetine hydrochloride (paxil). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (other)/uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomy/cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 264 lbs. Insertion details: essure coil of the left tubal ostium. Coil was placed and approximately 3 coils were visualized in the endometrial cavity after detaching the inserter. Finally, after respecting the uterine cavity I then cannulated the right lateral tubal ostium opening that appeared to be preinstalling. Approximately 2 coils were evident protruding into the endometrial cavity after this was performed. Surgical pathology report: secretory phase endometrium with mild superficial adenomyosis. Mild chronic endocervicitis with squamous metaplasia. Metallic synthetic devices within the fundus of the uterus and fallopian tubes. Fallopian tube, left, excision. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Computerised tomogram - in (B)(6) 2018: essure coils were partially in the uterine cornu and identified at the periphery of the uterus.. Imaging procedure - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain and alopecia". Most recent follow-up information incorporated above includes: on 16-oct-2020: pfs received: previously reported event infection updated to uti". Concomitant drug added. On 23-oct-2020: fu 6 and 7 processed together. Pif received: no new significant information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.